Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic(s) therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be determined. However, the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection (2). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being diagnosed with peritonitis. Although the patient¿s primary pd registered nurse (pdrn) was unavailable, however a coworker reported the patient was treated for peritonitis as an outpatient ¿per the clinic¿s infection protocol¿ (drugs, dosages, frequencies, durations, routes not provided), after presenting to the clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the peritoneal effluent fluid cultures returned negative on (B)(6) 2025; however, the patient¿s peritoneal effluent cell count revealed an elevated wbc count (result not provided). Therefore, the patient¿s antibiotics were continued, and he is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is currently unknown, however the pdrn felt confident, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction, as the device is still in use. No additional information could be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being diagnosed with peritonitis. Although the patient¿s primary pd registered nurse (pdrn) was unavailable, however a coworker reported the patient was treated for peritonitis as an outpatient ¿per the clinic¿s infection protocol¿ (drugs, dosages, frequencies, durations, routes not provided), after presenting to the clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the peritoneal effluent fluid cultures returned negative on (B)(6) 2025; however, the patient¿s peritoneal effluent cell count revealed an elevated wbc count (result not provided). Therefore, the patient¿s antibiotics were continued, and he is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is currently unknown, however the pdrn felt confident, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction, as the device is still in use. No additional information could be provided.